Event description:
Anesthesiologist was injecting medications into t-connector using safety needle on pt's IV. Rubber stopper completely collapsed and pt's IV started bleeding back through now-compromised IV system. Pressure hold directly at IV site was only way to halt blood flow, and t-connector had to be completely replaced and IV replaced.